Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a discrepant creatinine2 result generated on the architect c4000 analyzer on a patient. Results provided: pt 4 (56-yr old female) = 1.88 / 5.02 / 4.02 / 4.96 / 4.98 / 5.09 mg/dl no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, in-house testing of retained reagent kit and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The search for similar complaints for lot 54211ud00 did not identify an increase in complaint activity for the issue. The ticket trending review for lot 54211ud00 did not identify any trend regarding commonalities for the issue under review. A device history record review did not identify any non-conformances or deviations associated with the lot number 54211ud00 and complaint issue. In-house accuracy testing was completed with retained complaint lot number 54211ud00. All validity and acceptance criteria as per the protocol were met and the product is performing as expected. Labelling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency of the creatinine2 reagent lot 54211ud00 was identified.

Event description:
The customer reported a discrepant creatinine2 result generated on the architect c4000 analyzer on a patient. Results provided: pt 4 (56-yr old female) = 1.88 / 5.02 / 4.02 / 4.96 / 4.98 / 5.09 mg/dl. No impact to patient management was reported.